Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA: "rocephin infused in 11 minutes instead of 30 minutes. No patient harm."

Manufacturer narrative:
Additional information provided by the customer.

Event description:
The customer reported that the rocephin dose was 1 gram, and verified that there was no patient harm or treatment. Also verified that rocephin can be given ivp over 1-4 minutes.